Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported clip shifting axis post deployment could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip moving post deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One mitraclip was successfully implanted, and a second clip delivery system (cds) was advanced in the patient. The second clip was placed medial to the first clip and deployed. Post-deployment the clip shifted axis and the mr was unable to be reduced. The clip remains attached to both leaflets but has taken a different position. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.